Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 75 mg/dl. The customer connected the pump to a power source and the pump turned on. Reportedly, the customer changed supplies and resumed insulin therapy.